Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including infection and erosion. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU). In regards to the infection, the warnings section of the IFU states: "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
As per clinical trial cp (B)(4): on (B)(6) 2016, patient underwent a revision bilateral inferior pedicle mastopexy using a full vertical and horizontal t incision. One piece of galaflex was cut in half and used bilaterally. A refine suture suspension was used. Concomitant procedures included liposuction and fat grafting to buttocks and breasts. On (B)(6) 2016, patient developed right breast erosion. Patient continued to spit sutures for several months. T incision site started as an open wound that was infected on (B)(6) 2016. Wound was red and numb and never fully healed. A scabbed exposed mesh was present on (B)(6) 2017 and was treated by excision of exposed mesh on (B)(6) 2017 and medication. Resolved on (B)(6) 2017. Review by medical affairs identifies this as related to the device and serious.